Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found evidence of impact to the display screen. It was determined that the unresponsive touch screen was due to physical damage of the device display screen. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.